Event description:
Note: the date of event is unk. It was reported to boston scientific corp. On march 09, 2009, that a resolution clip device was used during an unk procedure. According to the complainant, during a procedure, the clip failed to grasp the mucosa, and did not detach from the catheter. The device was removed from the pt without any tissue damage. The procedure was completed with another resolution clip device. There has been no report of injury or complications as a result of this event. The pt's condition was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.